Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify weak battery alarm due to unresponsive button.

Event description:
The customer reported via phone call that the insulin pump had a weak battery alarm and failed battery test. The customer¿s blood glucose was unknown. Customer also stated that the insulin pump had a blank display. Customer is not calling back after receiving a new battery cap. The device will be returned for the analysis.